Event description:
It was reported to philips that the system was unbale to perform 3d rotational angiography. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.